Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'pump has failed the downstream pressure test over and over, it'. S between 19-21' was reproduced. Evaluation perform downstream occlusion test and the test failed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream pressure test over and over (values between 19-21). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.